Event description:
The hcp reported that reservoir volumes have been incorrect at several refills and he believes that the pump is defective. At refill, the hcp expected 2mls but aspirated 10 mls. A catheter kink was suspected in the past; the catheter was revised and the therapy "worked fine for awhile." It is unknown if any troubleshooting has been performed. The pump was implanted for pain management. The pump was explanted in 2006 and will be returned to the manufacturer for analysis. The manufacturer has not received the pump as of the date of this report.